Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observation : the black conductor wires at distal end of instrument were not damaged during visual inspection. The instrument failed an electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted pulmonary resection surgical procedure, maryland bipolar forceps instrument was observed to have a damaged conductor wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm maryland bipolar forceps instrument was inspected prior to use with nothing out of ordinary to be observed. Surgeon was dissecting a tissue when the issue occurred. There was a full cable breakage on instrument. The surgeon did not experience loss of cautery on instrument. There were no signs of thermal damage. The reported instrument did not collide with any other instrument or tool during the procedure. The damage did not cause a fragment to fall inside of the patient's anatomy. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a fully broken grip cable at the grip hub/yaw distal pulley. There was no discoloration, corrosion, or contamination that would occur from improper reprocessing practices. Additionally, the instrument was confirmed to fail continuity on the grip that had the broken distal grip cable. The instrument was disassembled and further inspected, and the conductor wire was found to be broken approximately 0.62" from the grip face, which is within the proximal clevis and would not be visible to the customer. It is likely that the broken grip cable on the distal end resulted in an increased mechanical load on the conductor wire caused by the loss of counteracting support from the grip cable to the grip. The complaint regarding a broken conductor wire was confirmed by failure analysis. Probable root cause of damage to the conductor wire at the distal end is attributed to the component's susceptibility to damage.